Event description:
Reporter stated she had fusion surgery and it helped for the first 6 months to 1 year. After that she started feeling shooting and burning pain that feels like a bee sting. She also said the surgery left 3-4¿ scar. She is feeling pain on the right side where the implant is. Patient stated she has never experienced pain on the right side before the implant.